Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a loss of fluoro image. Upon functional testing fse found that customer had an issue with the image during a case and stated that the image was grainy during fluoroscopy. To resolve the issue biomed reboot the system, tested the function and the issue didn¿t reoccur. After reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure the system lost live imaging. The system was in clinical use. No user or patient harm has been reported, however the patient was moved to another room. Philips has started an investigation regarding the reported issue.